Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection revealed no anomalies. Bench analysis found that one capacitor failed in-circuit, surge current was below normal, and a battery removal test failed. After a capacitor was replaced, the battery removal test passed, the device stayed on for more than ten seconds after the battery was removed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the main printed circuit board assembly was out of electrical specification. Analysis also found the upper and lower cases were broken and contaminated, bail covers were broken, battery contacts were compressed, and the keyboard was scratched. (B)(4).